Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she has a bad problem; she can't get out of the bathroom. She didn't realize she could hold so much feces. The feces is very watery and gives her no notice and floats in the water. The patient's protective garment was not holding the feces because it comes out so watery. She has not been able to increase stimulation because she is in the bathroom and the patient programmer is in the dining room. She took medication but it hasn't had time to work yet. It was reported that the patient has been having these issues since implant and her symptoms worsened as of 5/26/16.

Event description:
The consumer reported she was not getting much improvement. She was good at first but then, she had a return of bowel issues ((B)(6) 2016). It was a firm then it became watery. The patient was feeling stimulation- a little bit. It was on program 4 at 0.7v. The health care professional had not instructed her to keep a voiding diary. The amplitude was increased to 0.8v on program 4. She had a follow up appointment with the health care professional (hcp) on (B)(6) 2016. Additional information from the consumer reported that on (B)(6) 2016, after making adjustments, she experienced diarrhea like she had not before. She did not make any further adjustments as she wanted to determine if it was diet related and it had subsided. She planned to discuss dietary recommendations with the hcp. It was also noted that the patient had some type of bowel infection however; she could not remember what it was called. During the trial, she experienced over 50% improvement in both bowel and bladder and she was expecting the same with the permanent implant. It was not working for the bladder and she later said she experienced some improvement. Further information noted that she was not getting much symptom relief. She was good for two weeks then they all returned. She had urgency to get to the "komod" for her bladder. The patient recently had diarrhea twice. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.